Manufacturer narrative:
Other, other text: while performing a review of additional information provided by the customer, there was no patient involvement, given this new information a risk assessment was performed there was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(6) is no longer considered reportable, please disregard any reports associated with it. A1 updated, d3, g1, and g2 email is: regulatory.(b)6) , corrected data: h6: health effects.

Manufacturer narrative:
Event date: unknown; no information has been provided to date. One device was returned for evaluation. Visual inspection revealed no visible physical damage. Review of the event history logs confirmed the reported event and showed a high alarm silenced: pcea dose cord button stuck, high alarm cleared: pcea dose cord button stuck, low alarm displayed: pcea dose cord disabled, and low alarm acknowledged: pcea dose cord disconnected. Functional testing was performed and the reported issue was able to be replicated; the device was found to display the "pcea dose cord button stuck" alarm message without the remote dose cord inserted during the investigation. No fault was found with good remote dose cords inserted into the unit while performing. The root cause of the reported issue was determined to be a faulty mpu board component. To correct the issue, the mpu board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a message with an alarm reading "dose cord button stuck". Per the reporter, different dose cords were tried, and the same message appeared with an alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.